Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had partial display. Customer's blood glucose level was unknown. Customer stated that screen was not visible. The customer reported that the screen was gray intermittently and it had lines going horizontally and vertically all across. Troubleshooting was performed for the partial display. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly.